Manufacturer narrative:
(B)(4). One (1) used catheter without packaging was returned for evaluation of this pir. A picture was also received from the customer. The catheter was visually evaluated per specification. It was noted that the tip of the catheter sheath was missing and the internal coil was unwound. The picture shows the same defect. The defect of damaged catheter was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. It should be noted that the end user has four (4) possible batch numbers in stock; however it is unknown which batch number was used. The possible batch numbers are: 0061407040 - production date: 11/17/2014; 0061411647 - production date: 12/17/2014; 0061429125 - production date: 05/18/2015; 0061429126 - production date: 05/28/2015.

Event description:
As reported by the user facility: when the catheter was removed from the patient, the catheter appeared to be frayed and damaged. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Perthe investigation results, the exact root cause of the reported incident could not be determined. A potential root cause of the incident could be attributed to application error. The user was advised to refer to the instructions for use (IFU) which states: "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.